Event description:
It was reported that the programmer had intermittent telemetry during interrogation. Changing out the programmer head did not improve the telemetry. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Intermittent telemetry. A printed circuit board was found out of electrical specification.